Event description:
The end user reported a transport wheel allegedly detached from the stair chair. Details of when the alleged product issue occurred or how the chair was being used was not provided. There was no allegation of patient involvement or injury associated with the reported issue. The stair chair was returned to manufacturer for a visual and functional evaluation and the alleged issue was confirmed. A replacement wheel was installed on the chair. The chair was confirmed to be operating according to specification and was returned to the end user.